Event description:
Related to MFR report # 2183959-2012-02049. The plaintiff was implanted with an ams elevate posterior graft to treat her pelvic organ prolapse and/or urinary incontinence. It was alleged by the plaintiff's attorney that, "as a direct and proximate result, plaintiff suffered significant damages, including but not limited to permanent physical injury, pain and suffering, disability, impairment, loss of enjoyment of life, loss of care, comfort and consortium, and the need for additional surgeries to repair the physical damage to the plaintiff caused by the products." It was also alleged that in the future the plaintiff will suffer, medical testing, surgeries, treatments, pain, mental anguish, physical impairment, disfigurement, loss of enjoyment of life and other significant damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.